Manufacturer narrative:
Corrected data: f10, h6. Reference (B)(4).

Manufacturer narrative:
(B)(4). The device was not returned for evaluation as it was discarded by the site. Imagery was provided by the site showing the burst balloon. The site also sent a video clip of the implantation of the valve, the balloon appears to have burst at the point of maximum volume. The work orders related to the manufacturing of the devices and components that could potentially contribute to the complaint did not reveal any manufacturing non-conformance issues that may have contributed to the complaint event. A review of lot history revealed no other similar complaints under the related work order for balloon burst. A review of complaint history from may 2018 to april 2019 revealed the following returned complaints for the 23mm edwards certitude delivery system (all models) with the balloon burst code. The complaint was confirmed, but no manufacturing non-conformities were identified. Available information suggested that the root causes were related to the rationale outlined in a technical summary written by edwards lifesciences. Since the occurrence rates did not exceed control limits for the trend category during the respective months, no corrective or preventative action was required at the time. A review of the complaint history reveals that the occurrence rate did not exceed the april 2019 control limits for the trend category of ¿balloon burst¿ for the certitude delivery system. IFU, device preparation manual, and procedural training manual were reviewed for necessary steps for preparation and use of the commander delivery system. Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. No IFU/training manual deficiencies were identified. During manufacturing, multiple visual inspections and tests are performed throughout the process. Furthermore, the work order underwent product verification (pv) testing under a sampling and passed. Inspection during the manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported event. The balloon burst complaint was confirmed based on the provided imagery. As the device was not returned, no relevant visual, dimensional, or functional testing could be performed. A review of lot history, complaint history, and DHR did not identify any evidence of manufacturing non-conformance that would have contributed to the complaint. Review of manufacturing mitigations supports that the delivery system has proper inspections in place to detect issues related to the complaint events. No IFU/training manual deficiencies were identified. Training manual states that the delivery system requires a prescribed volume for thv deployment and proper function. The 23mm sapien 3 valve deploys with 17ml inflation volume; however, an inflation volume of 18.5ml was used in the procedure. Although the cer states that the balloon burst at nominal volume, the additional volume within the system likely contributed to increased pressure during inflation resulting in a balloon burst. Further, a technical summary written by edwards lifesciences provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event; and it details why balloons are subject to increased risk of burst in a calcified annulus. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Per provided follow-up information, the annulus had ¿medium¿ calcification. As such, although a definitive root cause was unable to be determined, available information suggests that patient factors (calcification) and/or procedural factors increased inflation volume) most likely contributed to the balloon burst. Therefore, no corrective or preventative action is required at this time.

Manufacturer narrative:
UDI: (B)(4). Investigation is ongoing.

Event description:
As reported by our affiliates in (B)(6), during valve deployment with the 23mm certitude delivery system, an additional 1.5ml volume was used and at full expansion the balloon burst. Despite this, the delivery system was removed without issues and the valve was well implanted without pvl. No bav was performed prior to valve deployment. The annulus diameter was approximately 340 with medium calcification.